Event description:
It was reported that the patient underwent full revision due to high impedance. It was later reported that high impedance was not known until surgery since the vns generator was completely depleted. The explant device has not been returned to manufacture to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It reported that the explanted device was not available for return as it was discarded. No other relevant information has been received to date.

Manufacturer narrative:
H6: type of investigation, initial report inadvertently used b17 instead of b18, device has been discarded which was known prior to initial MDR submission.